Manufacturer narrative:
H10: h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. An analysis of the customer provided image shows a anchor with broken threads. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material found there are requirements for conformance and a certificate of material analysis is required it was determined the device did not contribute to the reported event. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. Per case details, the broken pieces were retrieved from the patient. One undated photo of the device was provided for review and confirms the reported. The customer feedback form notes that ¿no injury occurred to patient and another anchor was opened and successfully used.¿ since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that, during rotator cuff repair, the healicoil de-threaded on insertion. Arthroscopic grasper were used to retrieve broken pieces. Procedure was completed after a non-significant delay (less or equal to 30min), with a back-up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).